Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that the smart device showed a transmitter failed error on (B)(6)2017. No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A root cause could not be determined.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Share log review: show a transmitter error in the log within the investigation window. The reported event of transmitter failed error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on thu aug 24 20:06:07 edt 2017 with MFR# 3004753838-2017-62965. The ack3 was received on thu aug 24 20:06:07 edt 2017 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.